Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the radio frequency (rf) programmer head would not interrogate the device. Upon placement of the rf head, the device also went into magnet mode; the device was not at elective replacement indicator (eri), therefore, it was determined that the rf head was not functioning. A different rf head was attempted and had no problems. No patient complications have been reported as a result of this event.